Event description:
Additional information was received from a con. It was reported that the patient's device caused them to lose neurological and lumber function, insomnia, neurological and emotional regression to a low point of their life, loss of weight, and pain in the implant area. They stated that they were also confused on how to stand straight and was experiencing disturbance of loss of balance. They mentioned that they were a bad candidate for this implant based on their medical history of brain and spine damage. They were thinking of having the implant removed. See attached user facility medwatch #mw5065666

Event description:
Additional information was received from a consumer (con). It was reported that the patient thought their machine was burnt out and not working. They went to the hcp, however, they did not check the device. They stated that their stimulation was on and set to 2.6. They increased the setting. They were still concerned that their implant was burnt out, but it was reviewed that, if the lightning bolt was there, it confirms the stimulation was on and that they could only increase the stimulation if the stimulation was on. They discussed symptom control and mentioned that they didn't have any, however, they then stated that they had good symptom control. They also noted that they were experiencing insomnia, losing weight, their lower back was collapsing, and they were going off the deep end until the day of the report. They were also working with a neurologist. On (B)(6) 2016, they reported shocking in the lower part of their legs while doing sit ups and riding on an exercise bike a week prior to the report date. They confirmed that their stimulation was on at 2.8 v and, normally, that level of stimulation would have sent them through the roof, but they couldn't feel anything.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient wanted to increase stimulation because it felt too low. Since implant on (B)(6) 2016, the patient's urinary symptoms had not improved at night. The symptoms were okay during the day. The patient experienced a loss or change of therapy on (B)(6) 2016. The patient had the device implanted to help with "disturbing compulsive urination." The patient was implanted to help with urinary frequency. It didn't seem to help right after surgery with their obsessive compulsive urination and it was fading in and out too much. The patient increase amplitude and this step was very hard to do. The patient had difficulty adjusting the stimulation settings. The patient felt stimulation in the correct area. The patient was feeling better now and would monitor their symptoms. On (B)(6) 2016, the patient further reported that therapy was helping their urgency during the day, but not during the night. Voiding was not too good during the day and especially at night. The patient saw their health care provider (hcp) on (B)(6) 2016, but didn't bring their programmer. The patient switched from program 3 at 1.4v to program 4 at 1.9v and felt stimulation comfortably in the rectum area. The patient changed to program 1 at 2.3v on (B)(6) 2016. The patient confirmed the implantable neurostimulator (ins) was turned on (B)(6) 2016. The patient would have an appointment with their hcp in 6 weeks. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 3889-28, lot# va18mwc, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Additional information was received from a patient and it was reported that the patient experienced electric shock to the legs, motion problems, and hunchback in the morning, lost weight, insomnia. The patient reported that a surgeon took it out and said twisted wires probably caused the electric shock but couldn¿t tell it wires were fractured.

Event description:
Additional information was received from the patient. The patient stated that his ins was acting very strange and was not functioning properly. The patient reported getting a shock above the ankle, being crippled at the bottom of the spine, and weight loss. The patient increased stimulation to 5.2 v and felt stimulation slightly. Additional information from the patient was received on 2016-12-08. The patient reported that the device had been removed and submitted for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.